Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. Field service engineer fse advised customer: customer ohm¿d out speakers, they were 7.8 ohms each. Found braided wire contacting the speaker housing. The fse advised the repositioning the braided wire and unit now operates without giving the check vent primary speaker alarm. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer reported at turn on gave a primary alarm failure alarm. There was no patient involvement.